Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted the morning of the report and they gave them 2 different devices, one is a cellphone and they were not sure what the other one was for. The patient stated they weren¿t working, it wouldn¿t adjust. The patient reported they put the communicator over their implant, clicks on the patient application and then it doesn¿t do anything. The patient stated they screen said ¿application cancel, search for device, and enter code number¿ and they didn¿t have a code number. The patient noted that they did the trial and were able to adjust. It was suggested that the patient power off and back on the handset if the application was unresponsive. The patient stated the communicator was over the ins area and the screen said ¿find device, device not responding, reposition communicator over internal device. Communication with device is not responding, reposition communicator, retry.¿ the patient stated they had put the communicator over the ins time and time again and the screen still shows search for device. The patient stated they had bandages over the incision area and they were not able to urinate. It was reviewed due to bandages and new incision the external equipment may not be able to communicate with the implant. The patient was redirected to their healthcare provider and to try communicating after a couple of days when the incision is healed. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the communication issue had been resolved, and there were no circumstances that led to the issue. The patient also reported that the issue of not being able to urinate was a pre-existing symptom. No further complications were reported.